Event description:
It was reported that during central processing, the permanent cautery hook had a broken wire. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have an ear of the distal clevis broken (not broken wire) the broken piece was not returned, measuring roughly 0.2605¿ x 0.02315¿ size. No signs of thermal damaged were observed. Visual inspection did not find insulation damage, exposed wires, or thermal damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.